Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in a moderately calcified unspecified vessel. On the first inflation the maverick xl 4.5/15/150 was inflated to six atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a different device. The patient status is listed as no problem with no complications reported.